Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a scanner issue. The field service engineer stated that the bio ID was not detected on bus and was back after rebooting the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue with scanner. The customer stated that the fingerprint scanner is down, when logging in the fingerprint scanner glitches and can't read prints. The issue caused delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.